Event description:
It was reported that the cc1. P1 could not be calibrated to air prior to insertion. One probe only read 130mm instead of 150mm. The probe is a compoent of the ip2p kit, lot # 110106d. This device is available for return and evaluation. This medical device report is linked to medical device report #2023988-2006-00013 and medical device report # 9617494-2006-00004.